Event description:
Surgeon was doing a robotic hysterectomy. Physician assistant (pa) was putting a stitch in the cervix and the needle broke. We retrieved both the half of the needle on the needle holder and the other half in the cervix, which was taken out with the uterus during surgery. No harm to patient just defective needle. All of the needle was found and examined to make sure it was fully retrieved.